Event description:
It was reported that the battery of the patient's pacemaker (pm) had prematurely depleted. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.